Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the device frame was not fully expanded. Frame expansion issues could be due to a mismatch between the size of patient¿s anatomy and the valve, valve position, or the presence of pre-existing patient conditions, such as calcification. The unsuccessful attempts to expand the valve could point to a physical obstruction, which reinforces the report that the under-expansion was due to heavy calcification on the native aortic leaflets. However, based on the information available, a conclusive cause could not be determined for these issues.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the frame looked under-expanded via fluoroscopy and an echocardiogram showed a moderate paravalvular leak (pvl). It was reported that this under-expansion was due to heavy calcification on the native aortic leaflets. Post-implant dilatation was performed twice but the pvl remained moderate. A second valve was implanted valve-in-valve, resulting in trace pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).